Event description:
It was reported that the patient experienced an asystole episode. Upon interrogation, the implantable cardiac monitor exhibited undersensing. No intervention was performed. No further information was available.